Manufacturer narrative:
Device was disposable and there is no manufacture date information at the time of this report. The device has not been returned to the manufacturer, and no return is expected.

Event description:
A medtronic representative reported that during a biopsy case, while attaching the navigus straight external base to the skull, the disposable navigus screwdriver bent at the tip (the tip twisted) and became unusable. Rather than open another navigus trajectory guide kit, the surgeon opted to use a synthes set screwdriver to complete the attachment of the navigus base with the remaining screw. The biopsy proceeded well and as planned. However, while removing the navigus base screws, another one of the screws broke off at the head of the screw. They were able to bite off most of the remainder of the screw. The biopsy went well and was completed successfully. There was no impact on the patient outcome.